Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing difficulty in charging due to ipg being too deep. The patient also had swelling over the implant site. The patient underwent an ipg replacement procedure.